Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was unable to communicate with his external devices. An sjm representative confirmed the issue using multiple external devices. It was noted the patient was in a motorcycle accident and fell on the ipg. X-rays were taken, but were inconclusive. Subsequently, the patient underwent surgical intervention where the ipg was explanted. The lead remains implanted..